Event description:
It was reported that while using biogx sars-cov-2 open system reagents for 8 false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. The initial positive result was discarded, and there was no report of patient impact. Eua #: eua(B)(4).

Manufacturer narrative:
Eua #: eua(B)(4) h6: investigation summary the complaint investigation for discrepant results using the biogx sars-cov-2 osr for bd max system (ref (B)(4)) lot k20-346 along with the kit bd max exk tna 3 product lot 0182270 was performed by bd. The investigation was performed by the review of manufacturing records, review of the customer data, retain material testing and verification of complaints history. The investigation was conducted by bd and biogx. Biogx review of the manufacturing records indicated that k20-346 lot shows acceptable performance characteristics. Review of the manufacturing records of bd max exk tna 3 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported positive results (8 samples) on run #1872 but repeated negative on run #1875, both runs were provided for analysis. Analysis of the curve in run #1872, position a5, show a high load sample with a CT score around 12 for both targets n1/n2. All other positive samples in this run obtained a late CT score around 35 for one or both targets. All curves present a true amplification without anomaly. Since amplifications were late with a similar CT score, and all samples obtained a negative result upon repeat (except sample with the high load in position a5), the most probable cause of the discrepant is a contamination that occurred during the sample preparation at the customer¿s site, potentially caused by the high load sample. The retain material testing by biogx shows performances within specifications. There is no indication of an increase in complaints for discrepant results complaints for the biogx sars-cov-2 osr lot k20-346. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua #: (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for 8 false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. The initial positive result was discarded, and there was no report of patient impact. Eua #: (B)(4).